Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range right atrial (ra) pacing impedances, measuring below 200 ohms. Technical services (ts) also identified episodes of noise oversensing on the ra channel. No adverse patient effects were reported. This crt-d lead remains in service.